Event description:
It was reported that the wire bent in the device itself and when the IV nurses went to remove it, it became stuck and it appears as though you can see this ¿bending¿ in the PICC itself. It was reported that wire had to be removed by a surgeon/ pt had to have a second procedure.

Manufacturer narrative:
The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed and the cause appeared to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter, 3cg stylet, and 4.5fr ptfe introducer sheath. Gross visual evaluation of the devices found usage residue on each. Kinks were seen on each device: near the center of the ptfe sheath, between the 3-4cm depth markings of the catheter, and two kinks within the 3cg stylet (3-5cm from the t-lock assembly). Further evaluation of the samples was unremarkable outside these kink sites. The stylet kinks would have corresponded to the extension leg region of the catheter and would not have extended through the region of catheter which would have been implanted. It was possible that the catheter kink could have occurred at the same location as the implanted sheath but that could not be confirmed due to the state of the returned samples. The kinks in the stylet could have occurred due to advancement of the stylet against a kinked catheter. No potential contributing factor related to product manufacture was observed and it appeared that the kinks occurred during use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the wire bent in the device itself and when the IV nurses went to remove it, it became stuck and it appears as though you can see this ¿bending¿ in the PICC itself. It was reported that wire had to be removed by a surgeon/ pt had to have a second procedure